Event description:
The customer reported, the paddles failed to discharge. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the paddles failed to discharge. There was no reported pt involvement. The customer received the replacement set of external paddles and the paddles worked fine. The defective paddles were scrapped and not available for evaluation. We will consider this a malfunction of the external paddles where the paddles did not discharge.